Event description:
Staff attempted to dock this medium-large clip applier xi robotic instrument arm to the davinci xi robot and received an error message that the instrument was not engaging. Instrument was discovered in spd (sterile process department) with writing on it "not engaging". No report was filed at the time of the incident to trace to a specific patient. Sc retried to dock this same instrument in a non-patient environment and also received the error that the instrument "failed to engage". This instrument never was able to be introduced into a patient cavity. Upon inspection, there is no damage to the instrument.